Event description:
The pt has had a sacral neurostimulator with satisfactory results. The electrode has broke twice (see manufacturer report # 3004209178200804322). The pt believes the problem is due to the anatomical structure of the sacrum and to the very thin constitution of the pt. The standard electrode presents an excessive length, so that a portion of the electrode is mounted in a remarkable external position with respect to the usual location of the implant.